Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (50 mg/ml at 19.98 mg/day) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. The hcp was able to aspirate the pump, but was unable to fill it. The hcp stated that during the last 3 pump refills, they were only able to get approximately 16 cc into the pump and they experienced resistance. The patient had not gone scuba diving and had no hyperbaric treatment. They had issues refilling the pump since the patient fell on her buttock where pump is located in (B)(6) 2015. The refill on (B)(6) 2015 was the first refill post falling where they met with resistance after refilling with 17 cc of drug. Follow-up has been requested for the cause of the fall in (B)(6) 2015, troubleshooting performed related to the difficulty filling the pump, and actions/interventions taken to resolve the issue. A follow-up report will be filed if additional information is received.